Event description:
It was reported that the system would not boot up. No pt injury reported.

Manufacturer narrative:
Ge rep evaluated system and replaced: single board computer (sbc), image processor pcb, display adapter pcb, video controller ocb, and the hard drive. Rep reloaded cal files and operationally tested the system. System operates as intended.